Manufacturer narrative:
Section a2,a3,a4,a5,a6 : unknown/ asked but not available. Section d6a: if implanted; give date: unknown/ asked but not available. Section d6b: if explanted; give date: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that the preloaded monofocal intraocular lens(iol) trailing haptic tore off during the insertion of the iol. Additional information suggests that it was noticed during insertion. The procedure was completed with another j&j iol with the same model and diopter. The lens was partially or fully inserted is unknown. No injury or medical intervention is required. The patient status is doing. The product is available for return. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: device date returned to manufacturer: june 06, 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint device revealed that it was received with the plunger rod advanced and the plunger rod tip was damaged. Also, a portion of the lens was stuck in the cartridge and the plunger rod was overriding the portion. Viscoelastic residue presented distributed through the length of the cartridge. Device assembly was inspected and no issues were identified. The plunger rod advancement showed no resistance. The lens was received cut in half and the two halves were stuck together. The haptic could be observed to be detached. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.